Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension. An echocardiography (ECG) was conducted and a cardiac tamponade was observed. Drainage was performed, blood was aspirated and the cardiac tamponade resolved. The patient's vitals stabilized prior to leaving the operating room. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed thirteen injections were performed with balloon catheter 2af284, lot 83165. The bin files confirmed one system notice on the first application, 50022, indicating a mechanical component error. No physical product was returned for analysis; a known clinical issue was encountered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.